Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the backlight on the customer's insulin pump was malfunctioning in that it was extremely dim, making it difficult to read the options on the screen. The customer's blood glucose was at 114 mg/dl. The insulin pump was not in a low battery status at the time of the backlight malfunction. Nothing further was reported.